Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 23mm portico ng/navitor valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was not performed. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed twice during procedure due to commissural misalignment. A post-implant balloon aortic valvuloplasty was performed using a 22mm non-abbott device due to under expansion of the 23mm portico ng/navitor valve. The length of membranous septum is 2.3mm and the final non-coronary cusp implant depth was 2.2mm. On (B)(6) 2024, it was noted via electrocardiogram that the patient developed a new left bundle branch block (lbbb). No intervention was performed. The patient was stable at the time of report.

Manufacturer narrative:
The device was not returned for analysis. An event of valve underexpansion, device malposition, and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, causes for the reported valve underexpansion, device malposition, and heart block could not be conclusively determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.